Event description:
Pt reported they developed a skin injury after a surgical procedure. The pt may have developed a full thickness skin injury/burn from an operating room light, that may not have had a uv filter in place. The skytron lights design allows for the light to be operational without the required u/v filter.